Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. System related product: dcs-c4-18fr, lot # 0007887065.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the frame loops were not fully dis engaged from the delivery catheter system (dcs) and dislodged from the annulus. The valve was advanced to the brachiocephalic artery. A second transcatheter bioprosthetic valve was advanced through the first valve which was secured with a snare. The second valve was implanted valve in valve. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.